Manufacturer narrative:
Since the original report was filed, the investigation into the kinked pump and subsequent limb ischemia has concluded. The kink provided for lower than optimal flows. The cannula was observed to be kinked at investigation. The limb ischemia was due to the high dose of pressors and native patient condition. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation into the limb ischemia is on-going at this time. Upon completion of the investigation, the final report will be filed.

Event description:
The team placed an impella cp for a patient with cardiogenic shock. The patient was actively coding and being resuscitated in the cardiac catheterization lab and needed the hemodynamic support. The cp was placed but under imaging the pump was seen to be kinked. Due the patient condition, the pump was not replaced. The pump remained on with the kink and suboptimal support while awaiting transfer to a tertiary medical center. The limb became ischemic and the cp was explanted and replaced by a balloon pump (iabp). The team also closed the site with covered stents.